Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In section b: describe event or problem has been corrected or updated. In section h: evaluation method code grid, evaluation results code grid, conclusion code grid has been corrected or updated.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device is having a humidifier error. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, heater plate not working, ui panel scratched, outlet seal blower contaminated, box blower contaminated, top enclosure contaminated with hair, led white of pca does not turn on device is repaired. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.